Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised to metal-wear and metal reaction between dual modular femoral components. (Right).